Event description:
Customer reports that an insert from an instrument fell into the pt. After 2 months of stomach pain, a CT scan showed images of the insert which resulted in a second surgery to remove the part. It is not known what company the instrument belongs to. There are no markings on the instrument due to the age of the product and the customer reports that aesculap has an identicial product. Therefore as a conservative measure a medwatch report is being filed.